Event description:
It was reported via interdepartmental helpline solutions tracker that customer had unexplained high blood glucose of 415 mg/dl. It was reported that site was changed, but customer continued to have high blood glucose. Customer's mother reported that customer was using an old meter due to strips not being sent for new meter. Caller was advised that basal rates may need to be adjusted. Caller declined transfer to helpline and will call healthcare professional.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.